Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient believed their cardiac resynchronization therapy defibrillator (crt-d) had shifted and wanted to ensure nothing would become disconnected if the device did shift. The patient's wife noted the patient had lost of a lot weight from being ill. Additional information has been requested, however, is not available at this time. The device remains in use at this time. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.